Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and g2 correction. G2: checked "other" to correct country to france. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was an electrical contact failure including foreign objects or insufficient drying which caused the b30 and e216 communication errors. Therefore, cleaning the light source resolved the event. However, the device was not returned for evaluation and the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): "[4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting b30 and e216 communication errors during procedure preparation. According to the initial reporter, they powered down the unit, cleaned it, and upon restarting it the codes were no longer present. There was no patient harm or consequence reported as a result of this event.